Event description:
It was reported that a homechoice cassette had a connection issue; further described as ¿could not disconnect from the cycler¿. As a result, the patient ¿had to cut the patient line (of the cassette) on the cycler to come off of the cycler¿. This occurred while the patient was trying to disconnect the cassette line from the transfer set after a peritoneal dialysis (pd) therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional initial reporter phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was manufactured at either: baxter healthcare ¿ mountain home, 1900 n highway 201, mountain home, ar 72653, united states or baxter healthcare ¿ dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal, 91000, dominican republic. Should additional relevant information become available, a supplemental report will be submitted.